Event description:
Boston scientific received information that this right ventricular (rv) lead and this pacemaker exhibited undersensing and out of range high pacing impedance (pli) measurement greater than 2,000 ohms. It was determined that this rv lead had lead body damage, although, not confirmed with any test. An invasive procedure was performed in which the rv lead was abandoned surgically and a new rv lead was implanted. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.